Manufacturer narrative:
(B)(4): testing confirmed that the ok, up, and down buttons are intermittently responsive. The keypad was removed keypad and contamination was found under all button contacts. The pump case was damaged and failed a leak test with a case seal leak. Moisture was found in the pump.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were unresponsive after swimming. It was noted that the pump was able to power on but the patient was unable to verify the settings on the verification screen using the keypad buttons. The reporter denied damage to the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.